Event description:
Customer reported the system is generating lateral errors upon boot up, then will not finish boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated this system.